Event description:
It was reported that the product was attached to an infant's cv line. When it was removed, air was noted near the connectiion of the luer lock and the connection appeared loose. There was no resultant patient complication.